Event description:
Per the physician's report, a rubber swim cap irritated skin over the patient's site. Blisters were observed. An ent doctor (not a ci doctor) reportedly, cut the skin over the implant site and subsequently the skin flap would not close. The patient's surgeon explanted the device in 2006 and reimplanted the patient on the contralateral side with another device.